Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the shoulder straps of the garment and under the breast area. Patient advised of rubbing and a red rash. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician prescribed triamcinolone 0.1% cream, nystatin 100,000 unit gm powder, and mupirocin 2% ointment. Follow up indicated that the rash is about the same and physician advised may be present as long as the lifevest is being worn.